Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson has been submitted. (B)(4).

Event description:
It was reported that there was a suction loss while laser firing. It was noted that one (1) flap/ring was replaced and the surgery was completed successfully by converting the patient to photorefractive keratectomy.